Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a resolution hemostasis clipping device was used to treat a post-polypectomy site in the colon during a colonoscopy procedure on (B)(6), 2011. According to the complainant, during the colonoscopy procedure, as the clip was attempted to be deployed, half of the clip fell off into the patient's colon and the other half of the clip remained attached to the catheter. The first half of the clip was not retrieved; it was left inside the patient to pass naturally. It was reported that the scope was not in a retroflex position and the patient's anatomy was not tortuous. There was a slight delay in the case and the procedure was successfully completed with another resolution clip. There were no patient complications as a result of this event. The patient was reported to be "fine" post procedure.

Manufacturer narrative:
A visual examination of the returned device revealed that only one of the prongs on the clip assembly was detached just outside the capsule. Functionally, the clip assembly could not be actuated, but was able to be deployed as two clicks were heard. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for lot # 10092003c2 for the reported event. Based on the evaluation conducted and the details of the complaint, it is probable that the clip broke as a result of anatomical or procedural factors encountered during the procedure; therefore, the most probable root cause for this complaint is operational context.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a resolution hemostasis clipping device was used to treat a post-polypectomy site in the colon during a colonoscopy procedure on (B)(6), 2011. According to the complainant, during the colonoscopy procedure, as the clip was attempted to be deployed, half of the clip fell off into the patient's colon and the other half of the clip remained attached to the catheter. The first half of the clip was not retrieved; it was left inside the patient to pass naturally. It was reported that the scope was not in a retroflex position and the patient's anatomy was not tortuous. There was a slight delay in the case and the procedure was successfully completed with another resolution clip. There were no patient complications as a result of this event. The patient was reported to be "fine" post procedure.